Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. The device was interrogated post procedure, it was noted that the device was in back up vvi mode. The device was reprogrammed to its normal function. The patient was in stable condition.